Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was pdp845g visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4) was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on december 17, 2025. The component was identified as product code pdp845g. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed a ¿woody¿ structure at the tip of the needle. This is consistent with a failure in the forming direction of the wire. This was a ductile fracture.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was reported: the product was not used for the patient. H3 investigational summary: the product was returned to eth for evaluation. Visual analysis revelated that one needle suture and one empty labeled winding formers were received for analysis outside the foil packet were received for analysis. Product code pdp845g. During visual inspection of the returned sample, it was observed that the needle was noted to be broken at the tip area. No issues related to bending needle could be noted. This sample will be shipped to hsa for further analysis due to the needle breakage. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached due to the sample needs additional evaluation by hsa. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported from the analysis of the returned product that needle breakage was observed. It was reported after opening the package, the needle tip was unusually bent. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. No additional information was requested.